Manufacturer narrative:
(B)(4) 2015. (B)(4). A maquet service technician performed the following work on the unit. Replaced main side stop valve. Cleaned stop, shunt, and return valves. Checked unit using pcload. Performed functional tests. Verify unit met factory spec's. Performed electrical safety tests. Complete preventive maintenance with full calibration, functional testing and safety check to factory specifications. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during preventive maintenance, it was found that the main patient side stop valve had seized in the open position. No patient involvement. (B)(4).